Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this implantable device recently underwent an ablation procedure. During that time, the device was programmed to vvi 40 and a five second pause in pacing was observed with greater than two seconds of asystole. It was determined that this was due to normal defib detect circuit function; noticing an excess amount of energy and truncating the pace pulse to prevent device damage. The device resumed normal operation after the procedure. No model/serial number information is available at this time; multiple attempts to obtain the information have been made without success. This device remains in service. No additional adverse patient effects were reported.